Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that patient was unable to set the ipg into MRI mode due to impedance issues. Surgical intervention is pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that there were no known allegations of deficiency against the lead.